Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3008452825-2020-00549. During a pulmonary vein isolation ablation procedure, access was made via the femoral vein and catheters were placed into the right atrium. A double transseptal access was performed to access the left atrium. Mapping of the left atrium was started with a non-abbott mapping catheter, but when attempting to map with the ablation catheter it was noted that the angle of the transseptal sites were not workable so another transseptal access was obtained. After the new transseptal puncture was performed with the abbott needle and introducer, the patient became hypotensive. Heparin was stopped, adrenaline was given, and CPR was performed. Cardiac echography and trans-esophageal echocardiogram showed no cardiac tamponade. The patient was stabilized and transfer to ICU for monitoring. There were no performance issues with any abbott device.